Event description:
Additional information received stating a defect occurred during administration/infusion and was noticed when disconnecting the autofuser. It was therefore replaced prematurely. The defect was noted in three different patients, all receiving flucloxacillin therapy. This report captures 1 of the 3 patients.

Manufacturer narrative:
D4: only di provided as lot number is unknown.

Event description:
This report is for patient 3 of 3.

Manufacturer narrative:
A device history review could not be completed due to the unknown lot number. Corrected information in h6.

Event description:
An email was received regarding a microclave clear connector alleging a leak during patient use. It was reported that the clave is connected via an elastomeric pump/autofuser to a central venous catheter. The symptoms appear after approximately 4 days. Symptoms of leakage, antibiotic deposits against the clave chamber, and condensation. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.